Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 serial#:(B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm

Event description:
A report was received that the patient was explanted due to experiencing pocket discomfort.